Event description:
Reporter alleged passed out due to results of the blood glucose monitoring device and no medical treatment was sought; however did not have any symptoms of low blood glucose. Reporter stated device result was 173 mg/dl and passed out less than five minutes after the result was taken. Reporter stated was in the attic and fell down the stairs causing serious brusing and some blood loss on the floor. Reporter indicated family member found him five hours later and treated him with a glucogon. Reporter stated the alleged incident is not an isolated one. Reporter indicated being a brittle diabetic and having to test with glucose device 8-10 times per day. Reporter stated no controls were used and normal medications were taken the day of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.